Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5 and to correct g2 and d10.

Event description:
There were 5 additional scopes involved in the event. Additional information received from the customer clarified that 5 different scopes were used as the scopes failed to provide an optimal picture on the laparoscopic stack. These either produced excessively dark images or failed to display any image on the screen. The scopes were either 30-degree endoeyes or 30-degree 10-millimeter olympus scopes with unknown serial numbers. This event required 6 medwatch reports with the following patient identifiers: (B)(6) - for the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable with the green screen (B)(6) - for the unknown videoscope 1/5. (B)(6) - for the unknown videoscope 2/5. (B)(6) - for the unknown videoscope 3/5. (B)(6) - for the unknown videoscope 4/5. (B)(6) - for the unknown videoscope 5/5. This medwatch report is for patient identifier (B)(6).

Event description:
The customer confirmed the green screen was identified during a therapeutic laparoscopic hysterectomy surgery. The procedure was completed using different endoscope instrument set but the same laparoscopic tower. The procedure start was not delayed, but procedure time was extended approximately 45 minutes due to changing of different scopes to get the optimal vision for surgery. The surgery was completed successfully. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b1, b2, b5, h1, and h6. The information included in b5 was inadvertently omitted from the initial medwatch report. H6 and h10 were also updated to reflect the results of the final investigation. Upon inspection of the device, varying colored images (purple/green) were detected. This image error was traced back to a defective charge coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image was caused by the defective ccd unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed, that during preparation for use. The endoeye high definition ii autoclavable video telescope was found to have a ¿green screen¿. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
No further information has been obtained or provided from the customer to date. The device history records for the affected serial number was reviewed, without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The referenced device was returned for evaluation. And the customer¿s reported problem was confirmed. The image appears green in color, due to a defective charged coupled device unit. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Additional 510(k): k190744.